Manufacturer narrative:
(B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that interlink ext 1 adapter line had connection issues. The following information was provided by the initial reporter: this is a report about a connection issue. According to the customer's report, the hcp was unable to separate the connection.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-25. H6: investigation summary: no abnormalities were found in the appearance of the returned product and the shape of the connector part. When air pressure (55 kpa) was applied to the returned product and a pressure test was performed in water, no problems were found. No abnormalities related to this event were found in the manufacturing process of the lot. No other similar event reports were reported in the lot. Since no abnormality was found in the returned product the cause could not be identified. H3 other text : see h10.

Event description:
It was reported that interlink ext 1 adapter line had connection issues. The following information was provided by the initial reporter: this is a report about a connection issue. According to the customer's report, the hcp was unable to separate the connection.